Event description:
The initial reporter stated that the pump was not delivering. They stated that the pump would appear to be running but would not deliver and did not alarm. Mmd made multiple attempts to follow up with the initial reporter, but they were not successful. They did not report the patient experiencing any adverse effects due to the complaint. No other information was provided. [Complaint (B)(4)].

Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was not completed because the device serial number was not provided. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.